Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in the mid left anterior descending artery. The lesion was predilated and while attempting to cross the lesion, with a 4.00 mm x 28 mm liberte stent delivery system, the physician encountered resistance. Upon removal of the device it was noted that the distal edge of the stent was lifted. The lesion was predilated again and they completed the procedure with a 4.00 mm x 32 mm liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal stent strut row had two stent struts stretched and bent. The distal tip was damaged. The magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).